Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented with syncope. The atrial lead had high pacing impedance and an elevated capture threshold. There was an atrial lead fracture. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.